Manufacturer narrative:
Block b3: exact date unknown, event occurred four months prior the date the manufacturer was made aware.

Event description:
It was reported that the patient was having difficulty charging the ipg. It was also noted that the patient was not getting an adequate pain relief. The patient underwent a revision procedure wherein the ipg was replaced, and new lead was added. The patient was doing well postoperatively. The explanted ipg was not returned as it was retained by the customer.